Event description:
It was reported that during an ablation procedure, blue pixels appeared during ablation. It was noted that it was very limited and regulated after coming off the pedal. There was no biopsy performed and no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.